Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) during the last check about two weeks ago. Now, the device was no longer at eri and the battery measured 2.7v. The device was explanted and replaced. No patient complications have been reported as a result of this event.